Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed, but was difficult. Grasping of the posterior leaflet was not possible. The gripper lever was normally actuated to catch the leaflets. Instead of 120 degrees (grasping arm angle) only one gripper lowered to 120 and the another one just to 90 degrees. The physician decided to remove the cds and change to a new cds. Two clips were implanted without issue reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. The reported inability to grasp during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. The inability to grasp appears to be related to the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.